Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: the root cause of the reported issue of zonular dialysis was related to the haptic loops which caught on the zonules during iol insertion. (B) (4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. During iol insertion, the crystalens trailing haptic loops caught on the zonules and resulted in zonular dialysis. The lens was removed and replaced successfully with a sulcus fixated lens. The pt is likely to require a posterior vitrectomy. The replacement iol was subluxated. Additional info has been requested from the physician.